Event description:
It was reported that when the patient presented for normal follow up the right ventricular lead exhibited high, out of range, pacing lead impedance; noise resulting in aborted therapy; a high capture threshold; and decreased sensing amplitudes. The physician elected to revise the lead. During the procedure the cause of the issue was discovered to be a loose set screw on the device. The lead was reconnected to the device and all electrical measurements were normal. The lead and device remain implanted. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).